Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on (B)(6) 2024. The wearable was inserted into the arm on (B)(6) 2024. On the evening of the event, around 8:00 pm, the patient started sweating. However, the patient dismissed it as he was out hunting. His cgm was reading 106 mg/dl at this time. No bg meter comparison value was taken. Approximately 10 minutes later, the patient started walking toward a house that he was near to ask for some milk or juice as he stated he ¿felt hypoglycemic¿. The person he asked did not have milk and only had sugar-free juice. The patient could not recall what happened after, as he had lost consciousness. At some point during the event, the patient also suffered a bruise (location not specified). Around 10:45 pm, the patient regained consciousness and was made aware that emergency medical services (ems) had been called and had treated the patient with an unspecified intravenous liquid. Around 11:30 pm, the patient went back home and was ¿feeling okay¿. Once at home, the patient¿s cgm was reading 300 mg/dl, which the patient expected after being treated by ems. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.